Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site following significant weight loss. As a result, the ipg was repositioned via surgical intervention on (B)(6) 2025. Therapy was restored post op.